Event description:
Oversensing leading to pacing inhibition. No alerts or therapies. Medtronic technical services suggested sensing change to eliminate in future. Impedances stable. Lead issue was not suspected; noise suggests myopotentials or emi most likely. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).